Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5. Reason for reoperation: valve leak and/or damage.

Event description:
Patient reported, left side deflation. Later, healthcare professional confirmed, deflation and exchange. And reported valve leak. Device has been explanted.

Event description:
Patient reported, left side deflation. Later, healthcare professional confirmed, deflation and exchange. And reported valve leak. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation and valve leak and/or damage: observed, total delamination assessed, as adhesive failure. As per the investigation procedure: creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.